Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient reported that they awoke in the morning and found the cycler in drain 2 of treatment. The patient reported that they were not empty when they first awoke. The patient reported that there were no alarms and the cycler was operating, but no additional drainage was occurring. The patient reported that they bypassed drain 2 and advanced to fill 3 of 3 of treatment. The patient discontinued treatment during drain 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4188 ml during drain 2 of the treatment. This drain volume is 209% the patient's prescribed fill volume of 2000 ml. The technical support representative inadvertently initiated an init eeprom while attempting to review stored alarms. The cycler was reset and a system is not calibrated message was received. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that patient cancelled treatment and resumed treatment once they received their new cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of particulates within the cassette compartment. When turning on the cycler, the calibration info screen displayed ¿system is not properly calibrated¿ and showed all values as default. The diagnostics screens displayed the calibration values were entered and the cycler was turned off. After approximately eight hours, the cycler was turned on revealing that the unit calibrations remained. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks were discovered in the test cassette during the treatment test. During the treatment, a patient line is blocked soft alarm followed by a drain complication encountered warning occurred. This was expected when intentionally restricting the patient line during a drain phase. The system air leak test, the valve actuation test, and the mushroom head check passed. The load cell verification failed. After calibrating the scale, the load cell verification passed. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.